Event description:
The pump was returned for investigation. Investigation revealed a misaligned force sensor circuit component on the printed circuit board. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/08/2013 with the following findings: a review of the pump history indicated that loss of cartridge detection had occurred which was duplicated during testing. The pump was opened and a force sensor circuit component was found to be misaligned on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).